Manufacturer narrative:
Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters leaked blood from a small tear during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "24 g bd insyte autoguard inserted into patent vein with great blood return. When needle retracted blood return given, but also leaked near skin at insertion site. Blood continued to leak from insertion site despite proper insertion. Catheter removed and inspected. It was noted that catheter was faulty and had small tear. Another rn assisting during insertion site mentioned this happened recently with another patient using same equipment."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters leaked blood from a small tear during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "24 g bd insyte autoguard inserted into patent vein with great blood return. When needle retracted blood return given, but also leaked near skin at insertion site. Blood continued to leak from insertion site despite proper insertion. Catheter removed and inspected. It was noted that catheter was faulty and had small tear. Another rn assisting during insertion site mentioned this happened recently with another patient using same equipment."